Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device had noise and was blurs at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found that the camera cable was not watertight. Since the subject device was manufactured more than 15 years ago, omsc was unable to confirm the manufacturing history (DHR) of the subject device. Based on the report of sorc, omsc considered there was the possibility this phenomenon was attributed to the communication failure between the subject device and video processor due to destroying of the electronic circuit with water invention from the camera cable breaking part of the subject device. The camera cable break might have occurred by reprocessing or storing the subject device together with tweezers, forceps, scalpel, etc. If additional information is received, this report will be supplemented.